Manufacturer narrative:
A ge rep evaluated the system and replaced the snubber board and the filament driver board. System operates as intended. (B)(4).

Event description:
The customer reported the system is displaying low ma errors and will not produce an image. No pt injury was reported.